Manufacturer narrative:
The customer reported that the surgeon ignored the systems occlusion alerts actively continuing surgery resulting in the corneal burns. The company sales rep visited the site and found that the handpieces were not cleaned per the directions for use (dfu) potentially contributing to the occlusion occurrences noted above. The company sales rep walked the staff through steps of proper handpiece cleaning. The company sales rep retrained the surgeon on the systems occlusion functions and proper system use. The company sales rep observed subsequent cases. The cases were reported to have been completed with no complications. The phacoemulsification unit equipped with visual and audible warning signals to alert the user of an occlusion; however, the surgeon must recognize the signal and manually stop the ultrasound mode. The customer did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for the phaco handpieces. A review of complaints for the last 24 months did indicate three similar reports for this system, all of which are related to this specific reported event. The root cause is failure of the customer to heed the systems occlusion warnings. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no.1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Event description:
A surgeon reported that during a cataract extraction procedure, the system displayed an occlusion message and a pt experienced a corneal burn. The pt is reported as "not seeing well." Additional info has been requested.